Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention.

Event description:
It was reported that the shock lead impedance was greater than 200 ohms. Noise was also present on the right ventricular (rv) and shock channels and there was oversensing. A connection issue was suspected and the patient went in for revision several days after implant. Upon examining the pocket, there did not appear to be a problem with the connection; however, during suturing, the pace impedance was greater than 3,000 ohms and the shock impedance was greater than 200 ohms. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately 1.4 cm from the terminal pin, at the stake. X-ray of the returned lead showed the distal high voltage cable was captured by the stake; the stake depth, however, appeared slightly deeper than the rest of the provided samples. The identified cable fracture is the likely root cause of the reported high impedance and noise.

Event description:
It was reported that the shock lead impedance was greater than 200 ohms. Noise was also present on the right ventricular (rv) and shock channels and there was oversensing. A connection issue was suspected and the patient went in for revision several days after implant. Upon examining the pocket, there did not appear to be a problem with the connection; however, during suturing, the pace impedance was greater than 3,000 ohms and the shock impedance was greater than 200 ohms. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.